Event description:
It was reported that the pacing lead impedance had been gradually decreasing. X-ray showed insulation damage. Externalized conductors were suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.